Manufacturer narrative:
Eval summary: review of surgical report provided indicates surgical technique was followed. No x-rays were received. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product or further info. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the pt is experiencing pain.